Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. Customer stated that he woke up disoriented and gave himself 21 units of insulin. No symptoms related to low blood glucose was mention. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 75 mg/dl at the time of the call. The customer was assisted with troubleshooting and stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. Blood glucose readings reported by customer was 76 mg/dl at 7:40 am, 75 mg/dl at 8:06 am, 64 mg/dl at 8:19 am, and 84 mg/dl at 8:47 am. Customer was advised to monitor blood glucose for 4 hours every 15 mins and keep the blood glucose to over 70 mg/dl level and call back if needing assistance. The product was not returned for analysis.